Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/05/2015 with the following findings: one pump reboot event associated with a cartridge and battery change was observed in the pump's black box on (B)(6) 2015. The battery cap threads were damaged. There were battery compartment cracks observed in the thread area. There was evidence of moisture contamination inside the battery compartment. The display screen was dim and discolored. A leak test showed that there was a leak at battery compartment crack.